Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient experienced an epidural hematoma following the implant procedure. The patient was losing feeling from the waist down, so the physician took the paddle lead out of the epidural space and placed it under the patient's muscle in the back. The patient was hospitalized overnight, and still has decreased sensation in her lower extremities. The patient is improving, and the physician plans on placing the paddle lead back into the epidural space in the future.